Event description:
Per the customer there was and inaccuracy while using the device. The system displayed and inaccuracy when displaying the left side l5 vertebrae, the tip of the instrument displayed 3mm deep into the bone. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
Per the customer there was and inaccuracy while using the device. The system displayed and inaccuracy when displaying the left side l5 vertebrae, the tip of the instrument displayed 3mm deep into the bone. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
Per the customer there was and inaccuracy while using the device. The system displayed and inaccuracy when displaying the left side l5 vertebrae, the tip of the instrument displayed 3mm deep into the bone. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.